Manufacturer narrative:
Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The event occurred in: (B)(6). Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to the laboratory method of "stago chronometric citrated plasma ." The laboratory result was 2.70 inr and within 3 hours the meter result was 3.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The result in question was reported to the patient's physician. There was no allegation of an adverse event. The patient's test strips have been requested for return.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.